Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a uv flash minicap prep kit contained particulate matter inside the disconnect cap. The issue was noticed when the user opened the package. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.